Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, and the patient¿s caregiver alleged that a school nurse administered excessive juice and yelled at the patient; the caregiver also reported the nurse was acting independently and believed additional training was needed. Symptoms included elevated blood glucose with a negative ketone test. Outcomes included field troubleshooting and education, a plan to follow up, and replacement infusion supplies ordered for infusion set changes. Investigation included a review of the event details and user-reported device use. Investigation of this case revealed no device alarms were reported and no device malfunction was identified; the patient was using a teflon infusion set. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.